Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had PICC line placed in the left arm resulted fever and positive blood cultures even after removal of the line. Echocardiogram performed noted the vegetations on the pacemaker leads. The pacemaker and leads were explanted due to infection. The patient was stable throughout.